Event description:
Customer reported receiving readings without dosing test strip. Customer stated being unsure of the date of incident. Refused to finish answering questions and hung up. It is unknown if treatment occurred due to this incident. No control were in use. A request was made for the return of the suspect device and replacement product was sent.